Event description:
During reimplantation the scorpio ts augment screwdriver stripped making it difficult to tighten screws. Caused a less than five minute delay.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown ts augment screwdriver. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
An event regarding damage involving an unknown driver was reported. The event was not confirmed. Conclusions: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
During reimplantation the scorpio ts augment screwdriver stripped making it difficult to tighten screws. Caused a less than five minute delay.